Event description:
The device was returned as it was reported that the pump had a beeping occlusion alarm and a crack on the front casing. The event occurred during testing. The results of the investigation confirmed that the device was in fact beeping occlusion. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of the event history log identified a travel coarse error check clutch/plunger lever alarm. Visual and functional testing was performed, and the customer¿s reported beeping occlusion was confirmed as normal device operation during occlusion conditions. Further inspection identified wear within the drivetrain components. The most probable cause of the physical damage and drivetrain wear was attributed to normal use and device aging. The top case, plunger left and right cases, leadscrew, coupler, worm gear, clutches, and main pcb were replaced. The device was calibrated and passed all functional testing.